Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution ii clip device was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure. According to the complainant, during the egd procedure, the clip would not release from the delivery catheter. There were no patient complications as a result of this event. The patient was reported to be fine post procedure. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available; a supplemental report will be submitted.